Event description:
Patient representative reported that the patient's defibrillation lead "was not working right" and toning was observed. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).